Event description:
It was reported that the procedure was to treat a de novo lesion in the left anterior descending (lad) with moderate calcification and moderate tortuosity. The 3.5x18mm xience xpedition stent delivery system (sds) was advanced to the target lesion and the stent was implanted; however, distal edge dissection was noted. Therefore, a 3x18mm xience xpedition stent was used to treat the dissection. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Electronic lot history record (elhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other similar incidents from this lot. A conclusive cause for the reported dissection, and the relationship to the product, if any, cannot be determined. The treatment(s) appears to be related to the operational context of the procedure. The reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent system instructions for use as an adverse event that may be associated with the use of a stent in native coronary or peripheral arteries. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.